Event description:
The customer received a blood glucose result of 401 mg/dl and felt like they were high, so they went to the hospital where they were given a saline IV. A lab test was done and the result was 172 mg/dl. No contr5ols were in use. A request was made for the return of the suspect device and replacement product was sent.